Manufacturer narrative:
(B)(4) - incomplete-interrupted cycle. Additional information was requested and the following was obtained: what is meant by, complex the rear opening of the gun? When the surgeon tried to open the gun and he cannot open it, he activated the reverse manual bottom and it doesn¿t work was the device difficult to open? Yes, it was, because when it was opening the jaws, it was blocked. Did the device cut? No, it didn¿t, the device only cut and staple to the second activation was the cut line complete? No, it wasn¿t. If the cut line was not complete, was the staple line and cut line equal? Yes, they were, the cut line and staple line were the same, because the device was operated until the second activation. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic "manga" gastric procedure, the gun locked at the time of shoot and is complex the rear opening of the gun; finding the staple only half way. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.